Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Caller reports he received a replacement recharger and controller (see (B)(4)) and continues to not be able to charge his implant. Caller reports he spoke to a manufacturer representative (rep) today and suggested he charge his implant. Caller reports he last charged his implant successfully was 2 weeks ago. Troubleshooting performed. Caller reports he holds the paddle to charge. Suggest using the charging belt. Caller reports he will call back, he is going to get his belt. Additional information was received from the patient. It was reported that caller reports he have been in pain for 10 days, 2 weeks where his device stopped working. Caller reports he received a replacement controller and rtm and continues to not work caller reports per rep, patient needed entire new equipment. Reviewed with patient agent would need to do further troubleshooting. Patient do not have his equipment with him.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there is absolutely nothing wrong with device. User error. Met with patient last week. Troubleshooted with him and all is good. Patient is happy. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.